Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and normal output. Analysis performed did not find any anomalies. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was dependent on the system for pacing. The pacemaker is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states. During a replacement procedure, the right ventricular (rv) lead capture thresholds were found to be unstable. The rv lead was capped. A new rv lead was used but could not be positioned on the left due to patient anatomy. The pacemaker was explanted. A new system including rv lead was implanted on the right side. There were no patient consequences.